Manufacturer narrative:
B5: corrected information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an dilaudid via an implantable pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that it was taking 20 mins to connect to their personal therapy manager (ptm). Patient said that they were terminal and in hospice. Agent assisted patient to clear data and was able to connect to the pump much faster. Patient asked if what would happen to the pump refill if they would be even more weak. Agent reviewed information.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. The indication for use was non-malignant pain. The patient reported that it would take them 8 minutes to deliver the bolus. The agent assisted the patient deleting data and had the patient connect to pump. The patient was able to connect without lagging. The patient will call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown, type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.